Manufacturer narrative:
Concomitant products: a 310c31 tissue valve, implanted: (B)(6) 2018 .product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead became extrinsically fractured due to over-rotation. The distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analysis noted that the lead was returned with the helix fully retracted, and distortion, and fractured of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a maze procedure, and subsequently the right atrial (ra) lead was repositioned in order to obtain better parameters. However, despite multiple repositioning attempts, it was not possible to obtain better parameters due to the maze procedure, and the lead helix would no longer extend. The lead was explanted and replaced. No patient complications have been reported as a result of this event.